Manufacturer narrative:
Date sent: 5/19/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during lap left hemithyroidectomy procedure, the teflon pad of the instrument melted during the operation. It was not reported how the procedure was completed. There were no adverse consequences to the patient.